Manufacturer narrative:
Unit was successfully downloaded using thus software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. No rewind or keyboard anomalies/alerts noted during testing. Unit's keypad functioned properly. Pump's memory on event date shows no motor related alarms. On adapt, no relevant alarms noted to confirm customer's concerns. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, customer concern for rewind anomaly and keypad/button unresponsive/button error not confirmed. Cosmetic damage at lcd window confirmed, however minor scratches were noted. Unit functioned properly and passed all testing within spec. No alarms noted during testing or in download history review. Unable to verify for alleged high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind was slower, scratches on bottom left of the screen, keypad/button unresponsive/button error. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1780kl, mmt-332a, mmt-7040a, unomedical. Troubleshooting was initiated for high blood glucose, scratches on the screen, keypad anomaly and/or stuck button alarm. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for unomedical. It was unknown whether continued using the device or not.